Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (surgery to remove the essure implant on (B)(6) 2017. ). Essure was removed on (B)(6) 2017. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. Further company follow-up with the lawyer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs/uterine perforation"), pulmonary embolism ("pulmonary embolism"), deep vein thrombosis ("blood clots - dvt") and urinary retention ("bladder or urinary problems or changes- enability to empty bladder") in an adult female patient who had essure (batch no. A36513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, cholecystectomy, c-section and pelvic adhesions. Current weight 170 lbs. Concurrent conditions included obesity, right upper quadrant pain, bladder overdistension, lower abdominal pain, perineal pain, abdominal pain and paratubal cyst. Concomitant products included fentanyl, hydrocodone, ibuprofen, ibuprofen (motrin), ondansetron hydrochloride (zofran) and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dyspareunia ("dyspareunia(painful sexual intercourse)"), skin burning sensation ("skin burning where essure was implanted"), headache ("headaches") and migraine ("migraines"). In (B)(6) 2013, the patient experienced pelvic pain ("pain"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2014, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: frequent bladder infections"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"), urinary retention (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced mood swings ("mood swings throughout my day"). In (B)(6) 2014, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2015, the patient experienced paraesthesia ("tingling in legs"). In (B)(6) 2018, the patient experienced pulmonary embolism (seriousness criterion medically significant) and deep vein thrombosis (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), irritability ("making me very irritable"), dermatitis ("inflamed red skin around uterus & fallopian tubes visible on surface of skin"), skin swelling ("swollen skin"), allergy to metals ("nickel allergy/ I was born with an allergy to nickle") and complication of device removal ("she stated that she had to cut more than expected because the essure was further in that it was supposed to be"). The patient was treated with surgery (bilateral salpingectomy, oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, irritability, female sexual dysfunction, depression, anxiety, urinary retention, paraesthesia, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, headache, migraine and complication of device removal outcome was unknown, the pulmonary embolism, deep vein thrombosis, cystitis, urinary tract infection, dermatitis, skin swelling, weight decreased and skin burning sensation had resolved and the pelvic pain and mood swings was resolving. The reporter considered allergy to metals, anxiety, complication of device removal, cystitis, deep vein thrombosis, depression, dermatitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, irritability, migraine, mood swings, paraesthesia, pelvic pain, pulmonary embolism, skin burning sensation, skin swelling, urinary retention, urinary tract infection, uterine perforation, vaginal discharge and weight decreased to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2013, (B)(6) 2012. Insertion details- trailing coils: right: 2 , left: 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.4 kg/sqm. Computerised tomogram - in (B)(6) 2013: total bilateral occlusion. Computerised tomogram abdomen - on (B)(6) 2016: impression: no definite acute abnormality on this non-contrast CT examination. Specifically, no evidence of renal stone or obstructive uropathy. Normal appendix identified within the right lower quadrant. Cholecystectomy. Ultrasound abdomen - on (B)(6) 2016: liver: the liver size and echogenicity are normal. Abnormality on these images. Gallbladder; there has been a prior cholecystectomy. Biliary: common bile duct measures 3 mm dilatation present. Ultrasound pelvis - on (B)(6) 2017: cervical high risk human papilloma virus hpv dna test positive. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: allergy to metals, headache, pelvic pain, urinary tract infection quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 6-may-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (surgery to remove the essure implant on (B)(6) 2017.). Essure was removed on (B)(6) 2017. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs/uterine perforation"), pulmonary embolism ("pulmonary embolism"), deep vein thrombosis ("blood clots - dvt") and urinary retention ("bladder or urinary problems or changes- enability to empty bladder") in an adult female patient who had essure (batch no. A36513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, cholecystectomy, c-section and pelvic adhesions. Current weight 170 lbs. Concurrent conditions included obesity, right upper quadrant pain, bladder overdistension, lower abdominal pain, perineal pain, abdominal pain and paratubal cyst. Concomitant products included fentanyl, hydrocodone, ibuprofen, ibuprofen (motrin), ondansetron hydrochloride and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dyspareunia ("dyspareunia(painful sexual intercourse)"), skin burning sensation ("skin burning where essure was implanted"), headache ("headaches") and migraine ("migraines"). In (B)(6) 2013, the patient experienced pelvic pain ("pain"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2014, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: frequent bladder infections"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"), urinary retention (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced mood swings ("mood swings throughout my day"). In (B)(6) 2014, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2015, the patient experienced paraesthesia ("tingling in legs"). In (B)(6) 2018, the patient experienced pulmonary embolism (seriousness criterion medically significant) and deep vein thrombosis (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), irritability ("making me very irritable"), dermatitis ("inflamed red skin around uterus & fallopian tubes visible on surface of skin"), skin swelling ("swollen skin"), allergy to metals ("nickel allergy/ I was born with an allergy to nickle") and complication of device removal ("she stated that she had to cut more than expected because the essure was further in that it was supposed to be"). The patient was treated with surgery (bilateral salpingectomy, oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, irritability, female sexual dysfunction, depression, anxiety, urinary retention, paraesthesia, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, headache, migraine and complication of device removal outcome was unknown, the pelvic pain and mood swings was resolving and the pulmonary embolism, deep vein thrombosis, cystitis, urinary tract infection, dermatitis, skin swelling, weight decreased and skin burning sensation had resolved. The reporter considered allergy to metals, anxiety, complication of device removal, cystitis, deep vein thrombosis, depression, dermatitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, irritability, migraine, mood swings, paraesthesia, pelvic pain, pulmonary embolism, skin burning sensation, skin swelling, urinary retention, urinary tract infection, uterine perforation, vaginal discharge and weight decreased to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2013, (B)(6) 2012 insertion details- trailing coils: right: 2 , left: 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.4 kg/sqm. Computerised tomogram - in (B)(6) 2013: total bilateral occlusion. Computerised tomogram abdomen - on (B)(6) 2016: impression: no definite acute abnormality on this non-contrast CT examination. Specifically, no evidence of renal stone or obstructive uropathy. Normal appendix identified within the right lower quadrant. Cholecystectomy. Ultrasound abdomen - on (B)(6) 2016: liver: the liver size and echogenicity are normal. Abnormality on these images. Gallbladder; there has been a prior cholecystectomy. Biliary: common bile duct measures 3 mm dilatation present. Ultrasound pelvis - on (B)(6) 2017: cervical high risk human papilloma virus hpv dna test positive. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: allergy to metals, headache, pelvic pain, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 17-apr-2019: pfs+mr received- pt of perforation updated to uterine perforation. New reporter, race, medical history, lab data and concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report